Event description:
As surgeon was closing vaginal cuff laparoscopically with the endo-stitch handle and polysorb suture on second pass on anterior l side of cuff, the suture broke in half with half of the needle still in the device and the other half embedded into the anterior l vaginal tissues. The partial needle could not be palpated with the laparoscopic instruments, unable to be seen with camera and unable to palpate with gloved hand. Surgeon broke scrub to discuss situation with gyn oncologist and manufacturer of endo-stitch. Incident discussed with patient's husband who agreed with plan to leave broken needle intact and not proceed with surgical attempt to remove this partial needle. Surgeon documented incident in operative report. Surgery proceeded as planned. Manufacturer response for suture, polysorb0 3.5 metric (per site reporter). Equipment event reported to covidien representative. Arrangements made to return equipment involved in event. Return kit/mailing label requested. Product will be mailed as soon as kit/labels received. Medtronic representative, completing manufacturer investigation. Complaint reference (B)(4).